Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and therefore became hypoglycemia, experiencing vomiting, dizziness, sweating and a loss of consciousness. Ambulance was called and upon their arrival, customer was injected with glucagon and transferred to hospital with serum IV. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and therefore became hypoglycemia, experiencing vomiting, dizziness, sweating and a loss of consciousness. Ambulance was called and upon their arrival, customer was injected with glucagon and transferred to hospital with serum IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with a known good reader to perform linearity test and the linearity test successfully activated high and low glucose alarms. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink compatibility guide contains smartphone compatibility information with the use of freestyle librelink and states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and therefore became hypoglycemia, experiencing vomiting, dizziness, sweating and a loss of consciousness. Ambulance was called and upon their arrival, customer was injected with glucagon and transferred to hospital with serum IV. There was no report of death or permanent injury associated with this event.